Event description:
It was reported that bd nano pro¿ 4mm pen needle broke off during injection. The following information was provided by the initial reporter: material no. 320555 batch no. 8227650. It was reported that needle was breaking off during injection. It was also reported that needle was bending. Called the pharmacy. Pharmacist stated consumer reported the needle was bending. Consumer went to the pharmacy on (B)(6) 2019 regarding this issue and pharmacy replaced it for the regular nano. Incident date-unknown; occurrence-unknown. Not sure if sample is available. Explained pharmacy if they find out any updates to give us a call. Pharmacist not sure if consumer visually tests the needle prior using. Read privacy statement. I am a pharmacist and I have a patient who returned a box of bd nano pro pen needles 4mmx32g with complaints that the needle tip was breaking off when she was injecting her insulin in her stomach.

Manufacturer narrative:
H.6. Investigation: customer returned (5) sealed 4mm, 32g pen needles from lot # 8227650. Customer states that the needle is bending and breaking off. All returned pen needles were examined and no bent or broken cannula was observed on any of the samples. All samples were also tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1 good 0.0091 good, sample 2 good 0.0091 good, sample 3 good 0.0091 good, sample 4 good 0.0091 good, sample 5 good 0.0091 good. All observations fall within specifications. No defects were observed on any of the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nano pro¿ 4mm pen needle broke off during injection. The following information was provided by the initial reporter: material no. 320555, batch no. 8227650. It was reported that needle was breaking off during injection. It was also reported that needle was bending. Called the pharmacy. Pharmacist stated consumer reported the needle was bending. Consumer went to the pharmacy on (B)(6) 019 regarding this issue and pharmacy replaced it for the regular nano. Incident date-unknown; occurrence-unknown. Not sure if sample is available. Explained pharmacy if they find out any updates to give us a call. Pharmacist not sure if consumer visually tests the needle prior using. Read privacy statement. I am a pharmacist and I have a patient who returned a box of bd nano pro pen needles 4mmx32g with complaints that the needle tip was breaking off when she was injecting her insulin in her stomach.